Manufacturer narrative:
Blazer ii xp catheter was evaluated by boston scientific. Visual inspection did not note any defects. A functional test was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed, and the device is under specification. An electrical test was conducted, the ablation was verified by using the maestro generator 4000, and the device was found within specifications. Laboratory analysis was unable to confirm the reported clinical observations. Catheter was found within specifications.

Event description:
It was reported that a blazer ii xp catheter was selected for use. During use, a temperature rise problem occurred. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a blazer ii xp catheter was selected for use. During use, a temperature rise problem occurred. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.